Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wires on the large needle driver instrument were noted to be loose and were coming off track. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported failure mode failure analysis investigation found that grip cables were loose. Upon removal of the housing it was discovered that the grip cable within the housing was broken, thus causing the loose tension at the grip area. Failure analysis investigation also found the following damages to the instrument: the clamping pulleys were corroded. There was residue built up at the clamping area and where the rails located inside of the housing. It was concluded that the corrosion damage was likely due to improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The edge of the distal pulley had mechanical indentations and burrs. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found. It was concluded that the damages to the distal pulley and main tube were likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a reportable event; however, the damage to the instrument's main tube found during failure analysis investigation could like cause or contribute to an adverse event if the failure mode were to recur.